Manufacturer narrative:
Retainer ring = black device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error (open book image) alarm and unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Device was cut open to perform visual inspection and found j7 power connector becoming loose from electrical board 1 due to severely corroded electronic assembly. Corrosion was also found on the lcd board, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error (open book image) alarm noted. The insulin pump history was download successfully with the original electrical board 2 and test electrical board 1. Pump error 63 alarm confirm at the pump history. In conclusion, blank display and pump error 63 alarm found in pump history due to moisture damage at the electronic assembly noted. Device received with broken belt clip rails and cracked case behind the insulin pump near the battery tube compartment. Test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Unit received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error (open book image) alarm and unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba1 due to severely corroded electronic assembly. Corrosion was also found on the lcd board, motor and vibrator assembly noted. The original pcb2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Pump history was download successfully with the original pcb2 and test pcb1. Pump error 63 alarm confirm at the pump history. 07/04/2021 15:09:01.000 faultnumber = hardware error alarm (63) linenumber = 341. Filenumber = 522 variableinfo = 0c 00 00 00 00 00 00 00 00 3c in conclusion, blank display and pump error 63 alarm found in pump history due to moisture damage at the electronic assembly noted. Pump received with broken belt clip rails and cracked case behind the pump near the battery tube compartment.test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section e2, h8.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.